Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the b30 error occurred as a result of debris/foreign material/corrosion on the electric contact part of the video connector. In addition the plug unit was corroded due to fluid invasion from the connector. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The root cause of the debris/foreign material/corrosion on the electric contact part of the video connector cannot conclusively be determined. The conduction failure may have occurred due to water invasion of scope connector, however it could not be confirmed. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that a b30 error code occurred on the evis lucera elite bronchovideoscope during an unknown procedure. There were no delays in the procedure and there were no reports of patient harm or injury.